Event description:
Customer complaint alleges the "tube induced bleeding and tearing at insertion". There was no damage to the vocal cords, but it was reported the patient had "nasal and oropharyngeal mucosal lesions with significant bleeding requiring wicking". "Wicking" was described as using a 'haemostatic agent' to stop bleeding. It was reported the patient was referred to an otolaryngologist after "leaving the hospital and getting at home".

Manufacturer narrative:
(B)(4). Additional information received: the customer has clarified the complaint report and has indicated that their belief is that the tubes are too rigid, thus causing the reported event. One representative sample was returned for evaluation. A visual exam was performed on the returned sample and no defects were identified. There have been no material changes to this product and no abnormalities found on the current production lots. A device history record review was performed and no relevant findings were identified. Without the actual complaint device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the "tube induced bleeding and tearing at insertion". There was no damage to the vocal cords, but it was reported the patient had "nasal and oropharyngeal mucosal lesions with significant bleeding requiring wicking". "Wicking" was described as using a 'haemostatic agent' to stop bleeding. It was reported the patient was referred to an otolaryngologist after "leaving the hospital and getting at home".